Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that approximately one month prior to calling adc customer service on (B)(6) 2018 caller noticed the skin where the sensor was inserted was notable for the presence of a ¿rash, irritation, pus and an infection¿. Customer was taken to a healthcare provider who prescribed an unspecified cream to treat the reaction and advised the customer not to use the sensors again until the skin heals. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor serial number has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer¿s caregiver reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that approximately one month prior to calling adc customer service on (B)(6) 2018 caller noticed the skin where the sensor was inserted was notable for the presence of a ¿rash, irritation, pus and an infection¿. Customer was taken to a healthcare provider who prescribed an unspecified cream to treat the reaction and advised the customer not to use the sensors again until the skin heals. There was no report of death or permanent injury associated with this event.